Event description:
It was reported to philips that the system's images had lines/artifacts, necessitating moving the patient to another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the atrial node ablation patient treatment procedure was performed when the issue happened. The procedure was completed after restarting the system. A philips field service engineer (fse) inspected the system and confirmed the reported malfunction. Upon troubleshooting, fse performed detector fronted and fd controller self-tests. Fd controller passed and detector fronted failed multiple times. To resolve the problem, fse replaced the detector high speed pack and returned the part for further analysis and detector high speed pack is defective. After the replacement of the detector high speed pack, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. Many artifacts do not impede the ability for the procedure to be continued. This may be because the artifact can be resolved, can be or can be easily recognized without risk of causing confusion/misinterpretation. A scenario in which the customer reports artifact but it is recognizable and does not impede the ability to proceed with the procedure is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.